Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. The cycler was visually examined and no defects were found. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. Simulated testing was performed and passed all tests. The delivered fill volumes were within the tolerance for this device. There were no fluid leaks in the test cassette during the treatment test. Other component tests were performed and passed as expected. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. In addition, if medical records are received a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient's wife reported for the past two nights the patient was unable to complete treatment on the cycler due to discomfort caused by feeling full of fluid. The patient's wife believed the cycler was filling the patient with more fluid then it was recording on the treatment records. The patient completed manual treatment on (B)(6) 2016. On (B)(6) 2016 the patient went to the hospital after disconnecting from the cycler due to difficulty breathing. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized around (B)(6) 2016 for cardiac related issues and difficulty breathing. The nurse stated the patient had preexisting underlying chronic cardiac disease. The reported events were not caused or contributed by fresenius products. The nurse stated the patient's overall condition was declining and believed the patient's difficulty breathing was a symptom of patient's chronic cardiac disease. The nurse stated patient was discharged from the hospital and is recovering from the reported event. Medical records were requested and were not received at the time of this report.